Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had several lost sensor alarm and low blood glucose event. The customer¿s blood glucose was 26 mg/dl at the time of incident. Customer stated that the led blinked on and off and the rf icon turned green. Customer was advised that the transmitter is functioning correctly. Customer also reported a low blood glucose of 26 mg/dl and no form of treatment was reported. No low blood glucose troubleshooting was performed. Customer did not mention if the auto mode was active at the time of low blood glucose event. The insulin pump is not expected to return for analysis.